Event description:
Pt experienced a spike in electrotherapy output that resulted in a minor skin burn beneath the electrodes, and provoked the pt to have a panic attack. The pt's diabetes may have increased susceptibility to skin burn.